Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-15852, reference MFR report: 1627487-2014-15853. Follow-up information indicated surgical intervention was undertaken and the patient's model 3225 lead was explanted. Further review of the manufacturer's device registration system indicated model 3262 lot number 4122333 (device 2) was not implanted on 04/25/2014 as previously reported.

Event description:
Device 1 of 3. Refer to MFR reports 1627487-2014-15822, 1627487-2014-15853. The pt reported her scs system is auto reducing when trying to increase amplitude. The sjm rep met with the pt and diagnostics indicated invalid impedance readings. X-rays were taken and it appears there is a lead fracture. Additional x-rays are to be taken as the next course of action. It is unk which leads the pt has implanted; therefore, all possible lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.